Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/28/2018. Device returned to manufacturer: yes. Device evaluation: a preloaded delivery system model pcb00v was received at the manufacturing site for inspection. The device was observed under the microscope to verify if there was any piece of the implanted intraocular lens. No pieces of lens were observed inside the device. A video of the surgery was provided by the customer and it was evaluated. A chipped edge was observed in the implanted lens; however, based on the evidence provided, it is not possible to confirm if the chipped edge was on the posterior or anterior side of the lens. Since the lens was not received, it is not possible to determine if the chipped edge meets the product specifications. Product quality deficiency could not be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the edge of a model pcb00v tecnis monofocal iol (intraocular lens) was observed chipped after being implanted in the patient's eye. Explantation was not performed as risk was considered. There was no patient injury reported. No additional information provided.